Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. The root cause of the reported event cannot be determined at this time. This report will be updated if the device is received and significant information is received at a later time.

Event description:
Olympus was informed that during a cystoscopy with stent replacement and ureteroscopy with laser, the inner access sheath broke off and fell into the patient. It was reported that the patient underwent a secondary procedure to remove the device fragments. There was no bleeding reported. The intended procedure was completed by performing a rigid ureteroscopy and by utilizing a different access sheath. There was no patient injury reported.